Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder non-compliance of the labeling for bd products shipped to ukraine (labeling not compliant with local/ukrainian requirements).   The following information was provided by the initial reporter. The customer stated: "we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements. ".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It has been determined by management that this does not meet requirements of a complaint, therefore is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder non-compliance of the labeling for bd products shipped to ukraine (labeling not compliant with local/ukrainian requirements).   The following information was provided by the initial reporter. The customer stated: "we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements".